Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A pigtail wire and watchman truseal anterior curve access system (was) was advanced into a chicken wing shaped laa. Contrast was injected to confirm position of the was. When the was was in a coaxial position, the pigtail was removed and a 24mm watchman flx laa closure device and delivery system (wds) was inserted. The flx ball was formed and a contrast injection was performed to confirm position. When contrast was injected, it was noted contrast was entering the pericardial space. This was confirmed on echocardiogram. The closure device was deployed and released after two recaptures and meeting the release criteria. The patient remained hemodynamically stable. Once the closure device was released, a pericardiocentesis was performed. 260cc of blood was removed and the drain was left in place. The patient was extubated and went to the intensive care unit (ICU). The pericardiocentesis drain was removed one day post procedure. There were no further patient issues. It was further reported that perforation occurred. It was suspected that when exchanging the pigtail for the wds, counterclockwise torque was applied for optimal positioning, and when released, it caused the was to perforate the back wall of the laa. The perforation was noted via fluoroscopy after the injection of contrast. An effusion sweep was then performed which revealed the pe around the apex of the heart.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A pigtail wire and watchman truseal anterior curve access system (was) was advanced into a chicken wing shaped laa. Contrast was injected to confirm position of the was. When the was was in a coaxial position, the pigtail was removed and a 24mm watchman flx laa closure device and delivery system (wds) was inserted. The flx ball was formed and a contrast injection was performed to confirm position. When contrast was injected, it was noted contrast was entering the pericardial space. This was confirmed on echocardiogram. The closure device was deployed and released after two recaptures and meeting the release criteria. The patient remained hemodynamically stable. Once the closure device was released, a pericardiocentesis was performed. 260cc of blood was removed and the drain was left in place. The patient was extubated and went to the intensive care unit (ICU). The pericardiocentesis drain was removed one day post procedure. There were no further patient issues.